Manufacturer narrative:
(B)(4).

Event description:
On follow up a technician reported that diffuse lamellar keratitis resolved and visual acuity is good. The patient is scheduled for a follow up in one month.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A certified ophthalmic assistant reported a patient with stage two diffuse lamellar keratitis in the right eye five days post lasik procedure. Patient reported the right eye had irritation and the vision was not as sharp. The reporter indicated an oral steroid pack was prescribed and topical steroid drop dosage was increased.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. Technical root cause could not be determined as the system is performing within specifications and as intended. (B)(4).